Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that upon removing the sensor from the customer's body the sensor's electrode was nowhere to be found. The customer did not know whether the electrode had retracted or broken off. The customer was advised to discontinue use of the sensor and to return it for analysis and a replacement. The customer's blood glucose value was unknown. No further information was provided.